Manufacturer narrative:
Terumo has received the actual device for eval. Visual inspection noted no visual damage or anomalies. The sample was leak tested under positive pressure and the leak was confirmed. The most likely cause of the leak is post-manufacturing excessive forces that may have compromised the sealing surfaces. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, there was a possible leaky seal in the centrifugal pump head. The product was changed out. There was no pt involvement as this occurred during set-up. The surgery was completed successfully.